Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause for the discordant calcium results was unknown. The fse checked the sample probe alignment and mixer performance. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca) results were obtained on a dimension vista 500 instrument for two patients. The initial results were not reported to the physicians. The customer reran the same samples on the same instrument and confirmed the repeat results on an alternate instrument. The corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.